Event description:
The hcp noticed the lead was not straight and the contacts were not aligned correctly when the lead was opened. The lead was not used with a pt.

Manufacturer narrative:
(B)(4). The lead was returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.